Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 600 mg/dl with large ketones identified as life threatening by their health care provider (hcp). Customer administered a manual insulin injection to address bg. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.